Event description:
A non healthcare professional reported that during surgery, lens were loaded the lens into cartridge, lens seated correctly, advanced plunger, haptics placed correctly and given to doctor, inserted lens into patient, lens unfolded in patient eye and a 'scuff' mark was present on lens, the scuff mark was not present prior to insertion. Lens was removed and replaced with a backup lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).